Event description:
The device was returned to the manufacturer for repair. During the repair, it was reported that the handpiece exceeded maximum temperature during testing. There were no adverse consequences associated with the event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. A condition of the device overheating was found and then reported. Based on the investigation details, the likely cause was problems with loose components in the nose housing assembly.